Event description:
Reporter indicated the patient, after doing some heavy lifting, began experiencing sharp chest pain with device stimulation. Subsequently, the patient went to the hospital. During hospital visit, a system diagnostics test was performed, and yielded good results. The patient's device was then programmed off. X-rays were taken and viewed by the physician. The physician indicated the x-rays were negative. The patient underwent vns therapy system replacement surgery. The implant and warranty registration card provided by the facility indicated that the patient vns therapy system was reimplanted as it was "non-functioning." Further follow-up with the surgeon's office indicated that the patient underwent a recent surgical procedure at which time he had his vns turned off. When the vns was turned back on the patient was experiencing a "shocking feeling". No other information was available. Good faith attempts are being made to obtain additional information.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.